Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a trial lead procedure, the patient experienced leg soreness and weakness. As a result, the patient was hospitalized, and the lead was pulled on (B)(6) 2020. Blood was observed around the spinal column.